Manufacturer narrative:
Block b3: exact date unknown, event occurred start of may 2026 prior to the date the manufacturer became aware.

Event description:
It was reported that the stimulator was delivering shocks to the patient to the extent that she could barely move. The patient stated that even when the device was turned off, she continued to feel shocking sensations.